Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was inserted before surgery and could not be removed because the balloon could not be deflated. A guide wire was introduced to explode the balloon from inside in order to take the catheter out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Two actual samples were returned for investigation. Both samples show no obvious abnormality when observed visually. The first sample was subjected for inflation test using air with 1.2 times of balloon capacity. The balloon was inflated successfully without any difficulty. The balloon was then subjected for deflation test with no issue at all. "The second sample on the other hand, could not be inflated at all. Further investigation was conducted using dino-lite under 60x magnification reveals that there was a pinhole on the balloon area. Th erefore, deflation test and further investigation could not be conducted. Non-deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease other remarks: deflation process. Besides that, based on the IFU, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated may due to various reasons. One of the returned sample show no non deflation issue and another sample was found to be leak. Since the sample was leak, inflation/ deflation test and further investigation could not be conducted. Therefore, this complaint could not be confirmed.

Event description:
The catheter was inserted before surgery and could not be removed because the balloon could not be deflated. A guide wire was introduced to explode the balloon from inside in order to take the catheter out. The patient's condition was reported as fine.